Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent dislodgment occurred. The target lesions were located in the left anterior descending (lad) artery and in the extremely tortuous and severely calcified circumflex (cx) artery. Following the insertion of two guide wires, one to the lad and another to the cx, a guide catheter was advanced to the lad followed by a stent. Subsequently, a 2.5mm synergy stent was advanced to the cx but failed to cross the lesion. During removal of the 2.5mm synergy stent, the device came into contact with the previously advanced stent in the lad and the 2.5mm synergy stent was stripped off its balloon delivery system. A shorter synergy stent was then advanced to the cx; however, it was noted that the dislodged 2.5mm synergy stent was being pushed by the shorter synergy stent on the wire ahead of it. The shorter synergy stent was removed followed by the removal of the previously advanced stent in the lad. A balloon catheter was advanced to the lad and the physician trapped the dislodged 2.5mm synergy stent against the wall of the guide catheter. The guide catheter, all the guide wires, and the dislodged 2.5mm synergy stent were then removed as one piece. Subsequently, a new guide catheter and two new guide wires were advanced to the target lesions and stenting was finished with another synergy stent and the procedure was completed. No patient complications were reported and the patient's status was fine.